Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3002806535 - 2017 - 00959, 3002806535 - 2017 - 00960, 3002806535 - 2017 - 00961. UDI - (B)(4). Concomitant product(s): a 161470 oxf twin-peg cmntd fem lg PMA 2234858. A 159582 oxf anat brg rt lg size 3 PMA 968810. A 154727 oxf uni tib tray sz e rm PMA 2379351. Reported event was unable to be confirmed due to limited information received from the customer. However, review of provided patient x-rays confirms the presence of a unknown third body that may be a contributing factor to the patient's reported pain. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in a clinical study a patient experienced persistent pain. The outcome reported was pain tolerated by patient. No further information has been made available at this time.